Event description:
Customer reported receiving errc 6 message with their precision xtra blood glucose meter when upon test strip insertion and the date and time had changed spontaneously. The customer reports using the p-link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed through adc fa21dec2006 letter.